Event description:
As reported by the user facility: ref #8713050u serial #(B)(4), 1 item, reported (B)(6) 2012. Reports over infusion, the IV set used on serial #(B)(4) was inserted into this pump. IV line and secondary connected. The secondary continued to flow into the pt. This pump also has a broken free flow clip.

Manufacturer narrative:
(B)(4). B braun medical inc is submitting a single report on behalf of b braun (B)(4) (the MFR), and (B)(4). This report has been identified as b braun (B)(4) internal report #(B)(4). The reporting facility has indicated that the actual device involved in the event may be returned to the MFR. As a result, to date, the pump has not been received. Without having the actual pump returned, a thorough investigation could not be performed, however, the pump log has been returned and is being evaluated. The investigation is ongoing. All available info has been forwarded to the device MFR. A f/u report will be filed upon completion of pump log review. If the pump is returned for eval and/or add'l pertinent info becomes available, a f/u report will be filed.